Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4196 implantable pacing lead - (B)(6) 2012; 350975 competitor implantable pacing lead - unk; 350974 competitor implantable pacing lead - unk. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited periodic oversensing, and it was suspected that a previously abandoned lead may be causing the issue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.